Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device change-out, the replacement device exhibited intermittent telemetry after being implanted but before the pocket was closed. The decision was made to close the pocket and move the patient from the operating room to a recovery room, in which telemetry was working well and testing/programming could be completed. The device remains in use. No patient complications have been reported as a result of this event.